Event description:
It was reported that the customer had experienced low blood glucose levels. The customer stated that approximately two weeks prior to the phone call their blood glucose was above 40 mg/dl, which was treated with food and drink. The customer stated that they were sweating and groggy. The customer also stated that the insulin pump had alarmed button error. The customer stated that they were attempting to deliver a bolus and the numbers had started climbing and would not stop. At the time of the phone call, the customer's blood glucose was 122 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please, see medwatch report 2032227-2014-36440.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No number ramping anomaly was noted. The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.